Event description:
It was reported that the customer's pump quick bolus and wake button was difficult to press, often requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy